Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient faced bent cannula. Moreover, the issue occurred with four similar types of infusion sets used for less than two days. The patient tried to treat high blood glucose levels by correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01131 - device 3 of 4.